Manufacturer narrative:
Cerelink cable was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 3 reports (same patient, same event, different products). Other mfg report numbers: 3014334038-2024-00097; 3013886523-2024-00138. A facility reported a cerelink monitor (ID 826820) displayed error code 1019 and sensor or extension cable failure. The expected output value was not generated during bit. Registrar reviewed and was unable to calibrate the monitor and it was showing wrong values. Monitor was turned off again due to error message. The sensor was explanted and replaced. The cable used with the system is cerelink icp ext cable (ID (B)(4).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted